Event description:
String frays [device breakage]. Probable manufacturing cause [manufacturing issue]. Case narrative: consumer reported via e-mail that the tampon string frays and is difficult to remove. No injury reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Event description:
String frays [device breakage] (string frays) which causes difficulty in removing the tampon [device difficult to use] case narrative: consumer reported via e-mail that the tampon string frays and is difficult to remove. No injury reported.

Manufacturer narrative:
Product investigation is in progress.